Manufacturer narrative:
The device was not returned for investigation. Based upon the information received and the investigation performed, the root cause of the reported sealant misdeployment could not be conclusively determined. In addition, without source documentation, a pathology report, or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. Additionally, it was reported that the vessel was heavily diseased and <5mm in diameter at and above the insertion site. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site or patients with small common femoral arteries (<5mm in diameter). As reported per the physician's assessment, this was not a good case selection for a closure device. It was reported that hemostasis was successfully achieved and therefore, there is no evidence to suggest that the mynx device did not meet specification. A review of the lhr was not possible, as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional on (B)(6)2010 that a (B)(6), female patient with a history of htn, cad and pvd underwent a peripheral intervention on (B)(6)2010. Access was obtained via a 7f sheath at the left common femoral artery (cfa) to access the right superficial femoral artery (sfa). It was reported that the vessel was heavily diseased and <5mm in diameter at and above the sheath insertion site. Heparin, plavix and asa were administered peri-procedure. The patient's act was 268. The physician, a trained user of the mynx, chose the device for femoral arterial closure following the peripheral procedure. It was reported that the mynx was prepped and all procedural steps were performed per the instructions for use (IFU). Hemostasis was successfully achieved and the patient was ambulated and discharged per hospital protocol. The patient returned to the lab on (B)(6)2010 complaining of left leg numbness and coldness with a loss of pedal pulse. An arteriogram was obtained through a right cfa sheath and showed that the patient's left cfa was totally occluded with what was reported to be the mynx sealant. A guidewire was inserted into the artery and passed through the reported sealant. The physician then used the silverhawk device to debulk the occlusion. The artery was then ballooned multiple times followed by stenting. It was reported that the patient tolerated the procedure well and was sent to recovery. The patient was then discharged home without further clinical sequela (exact date unknown). It was also reported by the physician that this was not a good case selection for a closure device and does not blame the mynx on this incident.